Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient complained that the device is bulging out and causing him discomfort. It was noted that the patient is very lean and the generator is positioned near the armpit and the patient would like it more medial to his left chest. Per the physician, the protrusion and discomfort are due to the placement of the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.